Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. This event did not occur during a surgical procedure; no delay or adverse consequence were reported.